Event description:
The pt received her scs system consisting of an ipg and two leads on (B) (6) 2007. It was reported that on (B) (6) 2010 the pt had a revision due to heating at the pocket site. During the revision, the physician found that the insulation surrounding the leads was compromised. The physician opted to not replace the leads. The ipg pocket was moved as originally planned. Follow-up on the pt found that she is doing well. The leads were not returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.